Manufacturer narrative:
This report is filed on june 13, 2017.

Manufacturer narrative:
This report is submitted on june 05, 2017.

Event description:
Per the clinic, the patient experienced infection and extrusion of the implant, however the issue could not be resolved. Subsequently the patient's device was explanted on (B)(6) 2017, re-implantation is planned but has not taken place as of the date of this report.